Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer's report of "2-3 days ago". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press and as a result, experienced a loss of consciousness. The customer's caregiver called emergency services (ambulance), upon arrival the healthcare professional (paramedic) administered and unspecified treatment. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.